Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloons of (2) 6/7f mynxgrip vascular closure devices (vcd) ruptured during a vascular case last week. There was no reported patient injury. The balloons ruptured on only two devices in the same patient/procedure. The account pulled another that had the same lot number in case it was a lot issue. Other procedural details were requested but were not provided. One sterile mynxgrip vascular closure device 6/7f involved in the reported complaint was returned for investigation inside a sealed pouch bag. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe detached from the unit. No catheter sheath introducer (csi) was returned for this evaluation. The sealant was in the manufacturing position, and the advancer tube was also in the manufacturing position. No additional anomalies were observed during this visual analysis. The inflation/deflation test was performed, and no issues related to the reported event were observed. The balloon inflated and deflated as expected. The reported event of ¿balloon loss of pressure¿ was not observed through analysis of the returned device since no leakage or rupture of the balloon was observed during the functional analysis. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, the safety and effectiveness of the mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloons of (2) 6/7f mynxgrip vascular closure devices (vcd) ruptured during a vascular case last week. There was no reported patient injury. The balloons ruptured on only two devices in the same patient/procedure. The account pulled another that had the same lot number in case it was a lot issue. Other procedural details were requested but were not provided. The two devices used were discarded; however, a third unopened device will be returned for evaluation.